Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump was received with minor scratches on the display iwndow, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.